Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem would not charge a battery pack. Upon evaluation, the y1 ((B)(4)) component was open on the bedside board. The cause of the resets and inability to properly charger the battery packs is the open component. The root cause of the open component cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.